Manufacturer narrative:
Veeva case: (B) (4)

Event description:
I have mistakenly ingested some corega tab liquid product [accidental device ingestion] case description: on (B)(6) 2024 a spontaneous case was reported in argentina by a consumer or other non-health professional via call center representative (email). The report concerns a consumer. The consumer received corega tabsgenerico (napc+potm+taed tablet) (batch number and expiry date was unknown) for indication drug used for unknown indication. No concomitant medications were reported. On an unknown date, after an unknown time of starting corega tabsgenerico, the consumer experienced a medically significant accidental device ingestion (preferred term: accidental device ingestion). The outcome of the event accidental device ingestion was unknown. No medical history was reported. No drug history was reported. The reporter provided the following comment: "I have mistakenly ingested some corega tab liquid, what do I do". The action taken were: for corega tabsgenerico was unknown. Dechallenge was unknown and rechallenge was not applicable. Causality assessment was not reported/not assessable for event accidental device ingestion with suspect product corega tabsgenerico. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences.